Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the insyte 18ga x 1.16in experienced needle piercing through the needle shield/cap/cover. The following information was provided by the initial reporter: perforated internal protector

Event description:
It was reported the insyte 18ga x 1.16in experienced needle piercing through the needle shield/cap/cover. The following information was provided by the initial reporter: perforated internal protector.

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.